Manufacturer narrative:
The alarm trace was provided by the customer on 02/27/2017. Based on a review of the alarm trace, it cannot be excluded that the discrepant results may have been caused by a defective sample probe. Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers. In addition, a workaround for this issue is being provided to customers to implement until their new probes are received.

Manufacturer narrative:
The customer questioned uibc and iron2 results for a new patient tested on (B)(6) 2017. The iron2 results were erroneous and reported outside of the laboratory. The initial iron result was 224.71 ug/dl with a data flag. This result was reported outside of the laboratory where the physician questioned it. This sample was repeated and the result was 224.71 ug/dl with a data flag. A new sample was obtained and the iron result was 63.11 ug/dl. This sample was repeated and the result was 57.87 ug/dl. The lower iron results were considered to be correct. This patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for 1 patient tested for uibc unsaturated iron-binding capacity (uibc) and iron2 iron gen.2 (iron2) on a cobas 6000 c (501) module. The iron2 results were erroneous and reported outside of the laboratory. There are discrepancies in the complaint between what was initially complained about, the raw data provided and the handwritten notes on the raw data. Multiple requests were made to clarify this information. Clarification on the discrepant information has not been provided. The raw data provided indicate the draw time for all test results was (B)(6) 2016 at 7:43 a.m. The initial complaint indicates the test results were obtained from 3 different samples obtained on (B)(6) 2016. The initial complaint indicates the samples from (B)(6) 2016 were run at another site and the results were the same as the customer¿s. The handwritten notes on the raw data suggest that an initial sample was obtained on (B)(6) 2016, repeated on (B)(6) 2016. A new sample was also drawn and tested on (B)(6) 2016. The initial iron2 result was 212.61 ug/dl. The sample was either repeated on (B)(6) 2016 or a new sample was obtained on (B)(6) 2016 and the result was 215.62 ug/dl with a data flag. This sample was repeated on (B)(6) 2016 and the result was 216.28 ug/dl with a data flag. The doctor called the laboratory and was skeptical of these results. A new sample was obtained on (B)(6) 2016 and the iron2 result was 73.42 ug/dl. The sample was repeated and the result was 73.45 ug/dl. It is not known if an adverse event occurred. No adverse event was reported. The iron2 reagent lot number was 175993 with an expiration date of 08/31/2017. Calibration and quality controls (qc) were acceptable. The sample probe was changed 5 months ago. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Both instrument and reagent problems have been excluded as root causes since qc results were acceptable and the instrument checks were ok. Potential root causes may be related to pre-analytical issues such as clotting time and centrifugation conditions, a sample related issue such as an interference or a patient sample mismatch.